Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation confirmed the reported problem of the front panel blinking/flashing/continuing turning on and assigned the cause to a defective tongue on the connector. In addition, the evaluation found accumulated dust inside the unit and a loose scope connector. A non-olympus lamp was found installed in the unit. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus a lamp lighting issue, it was not possible to reset the timer and the front panel was blinking/flashing/continuing turning on. This report is submitted due to a report that the front panel was blinking/flashing/continuing turning on. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. It has been over 7 years, since the subject device was manufactured. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation. It was confirmed, that the slide switch was defective. It was determined, that the front panel blinked, because the slide switch could not return to the normal position when the scope was detached. The cause of the defect could not be identified. The replacement of scope connector socket, xenon lamp, and cleaning dust were required to return, the instrument back to the OEM specification. Olympus will continue to monitor field performance for this device.